Event description:
It was reported the pt passed away on (B)(6) 2012. Follow-up with the pt's physician as well as the sjm field representative identified they could not offer any additional information regarding the pt's cause of death.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.